Manufacturer narrative:
(B)(4). Batch # na. Additional information was requested and the following was obtained: can you please clarify how the connection was not stable and the device did not function? No information. Was there an issue plugging the hand piece into the adapter/connector of the generator? No information. If no: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? The instrument was received with a black unknown substance in the nose cone threads area. However, this did not affect the functionality of the device. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the connection was not stable and the device did not function. Another hand piece was used to complete the case. The number of remaining uses of the handpiece was unknown. There were no adverse consequences to the patient.